Event description:
During a surgical procedure, the falope ring band was used to grasp the pt's left tube, when attempting to apply the ring band, the tube was torn. A second device was used to apply the right side ring band, this tube ended up with a slight tear. The left tube was oozing blood. In order to be sure the bleeding stopped, the left tube was removed. No further complications for the pt. (See MFR report # 2183680-2011-00006 for other device).

Manufacturer narrative:
The device was returned with bent tongs and a misaligned thumb handle tube assembly. It is also noted that the device was returned with a non-gyrus acmi type of locking screw. This device was manufactured in july 2006 at the (B)(4) plant which is no longer in operation. The tongs were found to be out of specification; however, due to the nature of this device being a re-usable item, it is not possible to determine with confidence that the noted damaged tongs were a result of a manufacturing or design issue after 5 years in the field. The non-gyrus acmi locking screw indicates that the device has been repaired by a 3rd party at some point in time.